Event description:
Customer reported the silicone segment ballooned during a 0.9% normal saline infusion. The device had an occlusion alarm and door was noted to be moving. The user opened the door and found the silicone segment ballooned at the upper fitment area. The infusion started at 1203 with a programmed rate of 266ml/hour to infuse over 1 hour. A zofran 2mg, 1ml IV push was administered into the set's distal smartsite during the infusion. The IV set was not clamped above the smartsite during the zofran IV push, because the user's practice is not clamp the wet while delivering medications into sets that are infusing. The IV set was removed and a new IV set was hung. No pt harm or medical intervention was reported. No further pt/event info was provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.